Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 30 june 2020: lot 1907346: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the event: liner: mpact 01.32.3241hct flat pe hc liner ø32/d lot. 1907429 (k103721). Batch review performed by medacta regulatory affairs department on 30 june 2020: lot 1907429: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.